Event description:
Additional information received that indicated the patient's implantable cardioverter defibrillator (ICD) was successfully reprogrammed. The patient was asymptomatic and stable throughout procedure.

Manufacturer narrative:
Implant date not available as sales representative didn't have access to that information.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had a marker anomaly where p waves were being marked instead of r waves resulting in undersensing of the r-waves. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.